Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the likely cause of the foreign objects and distal end has residual liquid malfunction could not be determined and the probable cause of the adhesive around objective lens has a chip was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end cover (z-block)) exhibited foreign objects. Additionally, the adhesive around the objective lens is chipped and the distal end has residual liquid. There was no patient involvement.